Event description:
It was reported that a double beep no cassette was experienced during testing. No patient injury.

Event description:
It was reported that a double beep no cassette was experienced during testing. No patient injury.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was duplicated. Found high pressure and no disposable in the event history log which caused double beep. Replaced downstream occlusion sensor. The cause of the reported problem could not be determined. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.